Event description:
The customer reported that prior to use on a patient the unit displayed an "electrical test failure #58" (power-up vent test failed) alarm. The pump was replaced an therapy was initiated. No patient was involved.

Manufacturer narrative:
The customer has checked k6 and had determined that is was taking a long time to open and was sticking causing the pump not to vent to atmosphere. The company rep was unable to duplicate the reported event, but verified the "electrical test failure #58" (power-up vent test failed) alarm in the error log. The company rep replaced the drive manifold assembly (part number 0104-00-0018). The company rep performed calibration and functional tests. It functioned properly and was returned to the customer. (B)(6).